Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was and began advancing the device through the patient. The approach was difficult, so a dry seal was opened, and a stiff wire was used to try a sheath-in-sheath approach. Although access was achieved, there was a considerable amount of vascular tortuosity that was observed in the femoral region. The was was extremely difficult to maneuver, including torque adjustment. After passing through the atrial septum, no matter how much torque adjustment was made in the direction of the left atrium, the was did not advance. In the process of searching for the cause, a kink in the was was observed under fluoroscopy. The physician removed the was from the patient. Although the possibility of retrying with a new was was considered, the possibility of successful implantation was quite low due to the poor position of the fossa attachment. Considering the risks involved, the procedure was deemed unsafe to continue and was ended with no closure device implanted. The patients vitals and various other findings showed no obvious abnormalities.